Event description:
Ous MDR: failure to capture causing syncope.

Manufacturer narrative:
Ous MDR - visual inspection showed scratches on the pacemaker housing and a small amount of dried blood was found in the lead ports. Mechanical inspection of the connector system showed no deviations that might explain any malfunction. Set screws could be easily screwed in and out. Contact marks on the set screws confirmed a connection with leads at lease once. Also, the spring elements for the electrical contact between the lead connectors and the pacemaker channels found to be in specification. The allen key slot of the set screw in the atrial connector showed damages and was found to be slightly rounded. A rounded allen key is a sign of mechanical forces applied during the procedure. The leads connected to the pacemaker during implantation were not available. Therefore, an analysis of a sufficient connection between the initially implanted lead and the pacemaker could not be performed. However, a sample lead could be connected reliably. Upon incoming inspection, the pacemaker stimulated with the following parameters: vvimode/35ppm/2.4v/0.4ms/unipolar/ the pacemaker was subjected to a complete final acceptance test and proved to be within all electrical specifications. There was no indication of sensing and/or pacing problems. Battery status was as expected after 51 months of service and the pacemaker proved to be fully functional. The corresponding documentation was analyzed. As printed in a follow-up record, the pacemaker was programmed in ddd-mode/60ppm at the time of the event. The atrium and ventricle were programmed to 2.4 v/0.4 ms / bipolar and lead check "on". In summary, this pacemaker did not show any sign of a material or manufacturing problem. We regret the inconvenience you have encountered. Based on the analysis results a replacement free of charge can not be given.